Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens did not fold correctly, leg went forward and the lens was damaged. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the lenses did not fold correctly, leg went forward and damaged the lens and surgery was completed with another lens during the initial procedure and there was no patient contact.